Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 3508 file number 26) due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.